Event description:
Information received by medtronic indicated that the insulin pump had fluid under display and reservoir compartment. The customer stated insulin pump fell into ocean and had cracks. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Cancel and close: s/w version: unknown. Retainer ring: black. P-cap / reservoir locks properly into place. Blank display due to moisture damage on j7 connector in pcb 1. After swapping pcb 1 with a test board, insulin pump powered up properly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube.